Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and no observations can be made relating to performance, noisy background. Additionally, 60 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further testing was not required, as the customer indicated an issue was found with their plate washer. This complaint is unable to be confirmed for performance issue, noisy background. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after processing bd vacutainer® cpt¿ cell preparation tube with sodium heparin an unspecified number of samples exhibit a high background in the negative control for their elispot test. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after processing bd vacutainer cpt cell preparation tube with sodium heparin an unspecified number of samples exhibit a high background in the negative control for their elispot test. There was no health impact or consequences reported.